Manufacturer narrative:
**UDI related data quality updates only**

Event description:
During service at zoll, the autopulse platform sn (B)(6) failed functional testing due to a user advisory (ua) 28 (loss of clutch connectivity) message. No patient involvement.

Manufacturer narrative:
During service at zoll, the autopulse platform sn (B)(6) failed functional testing due to a user advisory (ua) 28 (loss of clutch connectivity) message. The root cause of ua28 was a malfunctioning clutch, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is eight years old, past the expected serviceable life of five years. The clutch was replaced to address the ua28 error. Upon visual inspection, no physical damage was observed. As a part of functional testing, the brake gap inspection verified the brake gap was within the specification, and a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).